Event description:
It was reported that a power source alert occurred on the customer's pump and there was difficulty charging the pump with the wall adapter and usb cable. There was no reported impact to the customer's blood glucose level. The customer continued to use their pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.